Event description:
It was reported that when using the bd pyxis¿ anesthesia station es there was an issue with the mini drawer. The customer informed that when they selected an item in the mini drawer, instead of only the selected item opening, all the drawers opened. The customer tried rebooting the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer open instead of selected drawer. A field service engineer (fse) inspected the cable and drawers, identified loose scanner cradle and wiring in neck was good. Fse adjusted the front fascia, performed hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.